Manufacturer narrative:
Results: inherent risk of procedure (stent embolization); (root cause seems to be most likely procedural related based on information available). Conclusion: operatinal context contributed to event (root cause seems to be most likely procedural related based on information available); known inherent risk of procedure (stent embolization). (B)(4).

Event description:
It was reported that a physician was attempting to deploy a scuba co-cr peripheral stent to treat a lesion with 70% stenosis. The lesion was pre-dilated. It was reported that the stent was difficult to pass through the lock and the stent dislodged; however it was reported that it could be implanted. It was reported that incompatibility with introducer sheath used in the procedure was suspected. No patient injury or clinical sequelae were reported. Device evaluation: the device was received for evaluation; the stent was not received as it remains implanted in the patient. Traces of blood and radio opaque solution were detected on the shaft and balloon. The returned balloon was inflated therefore crimping mark and heat setting could not be verified. The device was analysed using a microscope and no other abnormalities were detected on the device. The procedural 6f introducer was also returned and evaluated: the introducer sheath was cut in the middle and the cross section was measured by microscope confirming the ID. No issues were noted.

Manufacturer narrative:
.